Event description:
The customer reported that a flame occurred at the electrode tip after an activation cycle during an orthopedic procedure. No pt injury occurred.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a f/u report will be submitted.